Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Medwatch:mw5059085 same case as MFR: 2134265-2016-01244. It was reported that in-stent restenosis occurred and the patient experienced chest pain and a myocardial infarction. In 2015, the patient had three veriflex (liberte) coronary stents placed (5.00mm x 20mm and to unknown). They patient started brillanta twice daily, they experienced significant bruising throughout use, but bruising ceased late without prior warning. However, two of the previously placed stents became 100% occluded and the patient experienced chest pain and was admitted with a non st-segment elevation myocardial infarction (nstemi). Two new unspecified stents were placed and the patient was given a new anticoagulant medication. No further patient complications were reported.